Event description:
Complainant alleged that the clinicians were defibrillating a male pt (age unk), who was in ventricular tachycardia. They administered two 360 joule shocks, but on their third and fourth attempts to administer 360 joule shocks to the pt, the device displayed a "shorted discharge" error message. The clinicians then obtained another device to successfully defibrillate the pt. There was no indication of any adverse effect on the pt as a result of the reported malfunction.